Event description:
The user reports an intermittent crackle whilst wearing his audio processor over the last month, which is becoming gradually more prevalent. However, there is no reduction in benefit reported when the crackling is not present. Re-implantation has been advised.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported an intermittent crackle whilst wearing his audio processor in march 2022, which became gradually more prevalent. However, there was no reduction in benefit reported when the crackling was not present. The user was re-implanted.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.